Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #:2426-0007 batch#:24079312. It was reported by customer that the pump repeatedly alarmed for "occluded patient side." After troubleshooting all clamps and entire line we found the issue to be a bulge in the IV tubing just above the pump (located between (above) the flexible portion of the tubing and the spike end.) Rcc received a complaint via email. Issue: primed IV tubing and loaded tubing in IV pump for a dose of magnesium. Pump repeatedly alarmed for "occluded patient side." After troubleshooting all clamps and entire line we found the issue to be a bulge in the IV tubing just above the pump (located between (above) the flexible portion of the tubing and the spike end.) Event date: 10/22/2024 ih #: 32010725 mfg #: 2426-0007 description: set IV primary pump 126in 3 sm sample available: no lot #: 24079312

Manufacturer narrative:
Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
Material #:2426-0007 batch#:24079312. It was reported by customer that the pump repeatedly alarmed for "occluded patient side." After troubleshooting all clamps and entire line we found the issue to be a bulge in the IV tubing just above the pump (located between (above) the flexible portion of the tubing and the spike end.) Verbatim: rcc received a complaint via email. Issue: primed IV tubing and loaded tubing in IV pump for a dose of magnesium. Pump repeatedly alarmed for "occluded patient side." After troubleshooting all clamps and entire line we found the issue to be a bulge in the IV tubing just above the pump (located between (above) the flexible portion of the tubing and the spike end.) Event date: 10/22/2024. Ih #: 32010725. Mfg #: 2426-0007. Description: set IV primary pump 126in 3 sm. Sample available : no . Lot #: 24079312.